Manufacturer narrative:
The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards present and fiber test were found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. Upon visual inspection, it was noticed that the rolling loop fiber and ground straps were tangled inside the spar.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the staff were encountering repeated error. System logs reflected errors 26002/307 on the universal surgical manipulator (usm) arm 3 axes controller, carriage (acc) node. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the staff through a power cycle of the system and then error 319 populated on the usm arm 3. The staff undocked the usm3 and were proceeding with a three-arm procedure. The procedure was completed with no report of patient injury.